Manufacturer narrative:
Examination of the returned instruments could not confirm the complaint. Previous investigations found the depuy warsaw sterilization department stated this product was evaluated in an equivalency report that was validated the instrument can be sterilized and cleaned. The date codes a0501 and a0310 indicate the instruments were manufactured in may of 2001 and march of 2010 range from over 7 to 15 years of age. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The grater handles cannot be sterilized properly as the handles do not come apart. They cannot get properly cleaned underneath.